Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the trunk ipsilateral leg endoprosthesis was implanted, a proximal type I endoleak was confirmed. As a treatment, an aortic extender component was deployed just below the renal arteries. It was reported the aortic extender component moved proximally during the deployment and unintentionally covered a half of the right renal artery. An express stent was additionally placed in the right renal artery. A blood flow was confirmed into the right renal artery.